Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The past occlusion alarms were addressed by clearing the alarm and resuming insulin deliveries. The customer's blood glucose level was 170mg/dl. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. After troubleshooting was performed, the customer successfully resumed insulin deliveries.